Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. The reported problem (won't power on/service code displayed) was confirmed. As received, the monitor was unable to power on and the electrode belt would not communicate with a test monitor. Upon evaluation of the monitor, high voltage had deviated to low voltage circuitry, shorting multiple power supplies and components. The cause of the inability to power on is the shorted power supplies and components. Liquid contamination was observed on the j1002aa, j1002bb, j1003aa and j1003bb connectors. Upon evaluation of the belt, there was thermal damage to the esd700 component on the distribution node (dn) pca board. The cause of the high voltage to low voltage deviation and resulting damage to the monitor and belt components was the liquid contamination. The root cause of the contamination was ingress of an unknown substance. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on. After replacing the monitor, it was reported that the patient's electrode belt was producing a service code. The patient reported that the device "blew up" on him while sleeping. The patient insisteded that he was not treated.